Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and he reproduced the problem suspecting a problem with the pump head. He replaced the pump head. The part was requested back to the manufacturer site for investigation. Results did not confirm the reported issue and the pump head was found to be working according to the specifications. The pump serial read-out was analyzed and revealed the multiple occurrences of the reported message. As per cp_IFU_5811-0000 chapter 7.2.2 "status messages in regard to the pumps", this message appears when the maximum torque or output is reached and this may increase the temperature of the pump head or generate rpm fluctuations in accordance with the findings reported by the technician. In this case the set speed cannot be reached and the warning tone also sounds. The user is expected to reduce the pump speed, check the occlusion settings and the tubing size. If these actions are not taken when the warnings appear, a pump stop may occur. Based on the above mentioned facts, the root cause of the reported pump stop and "maximum limit load reached " message is most likely a too high setting for the occlusion of the tubings and an improper management of the warning conditions by the user.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He suspected a problem with one of the pump head. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a s5 double head pump stopped and showed "maximum limit load reached " error message during service. There was no report of patient injury.